Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was explanted due to a system upgrade and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.